Event description:
Injury (needle): a physician from germany reported that a woman experienced the breakage of a novofine 30 needle during an injection in her upper arm and that the needle remained under her skin. No surgical intervention has been performed. No further info concerning the woman or the event has been provided.